Manufacturer narrative:
The pump passed displacement test and active current test. Unit failed sleep current test. High sleep current isolated to pcba 2. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue. This alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running confirmed. Unexpected battery power loss not confirmed.

Event description:
Customer reported via phone call that they recurring issue with insulin pump. The customer¿s blood glucose level was 240mg/dl at the time of the incident. The insulin pump will be returned for analysis.